Event description:
Improper initial location of implant; endless disruption of normal daily functions; diminished ability to sit, sleep, walk; frequent hospitalizations and ER visits: pain, loss of consciousness, vomiting; near death twice; surgical locus change of device from back to front; removal of implanted device.